Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the radiation was not possible in the system. Review of the system log file showed that sporadic errors on the flat detector controller. Fse replaced flashlite for c/v allura service only, and installed software and adjustments loaded. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.